Manufacturer narrative:
Manufacturer's report date: (B)(4), 2011. (B)(4). The customer's report of a hole in the tubing was confirmed. The leak was observed to be due to a rough cut in the vinyl tubing, as opposed to a clean slice, approximately 0.1029 inches long. The cut is approximately 36 inches from the male luer. The cause of this failure was not identified.

Event description:
Customer reported a hole in tubing approx 36" from patient connection. No patient harm reported and no additional details provided although requested. No report of medical intervention.